Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issue, not allowing to enter blood glucose level. The customer's blood glucose value was 336 mg/dl. The customer was assisted with troubleshooting. Customer reported that they did self test and walk through again by entering blood glucose value but still getting 33 only then kicks back to zero. The customer was advised that issue was very unusual and replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. Device was also programmed with test glucose meter. Device communicated properly and recorded the 10 mg/dl value properly from glucose meter. No unexpected rf test alarm anomalies noted.(B)(4).